Event description:
(B)(4) I've had my menstrual cycle every other week cramping in the front and back headaches extreme nausea gastro problems. I have gained 45 pounds. I feel tired all the time, headaches, vision changes, worsened anxiety, hair loss, brain fog, bowel problems. There is a metal taste in my mouth all the time. The doctor failed to tell me that they have nickel in them I was told they were titanium. Very sharp pains in the lower left side. Belly bloating all the time